Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a synergy ous mr 3.00 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts on the first proximal stent strut row were pulled and lifted. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip showed no signs of damage. Visual and tactile examination of the hypotube found no issues. Visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 3.00 x 20mm synergy drug-eluting stent was advanced for treatment. However, the physician noticed a damaged strut before implanting the stent. There were no patient complications reported..

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 3.00x20mm synergy drug-eluting stent was advanced for treatment. However, the physician noticed a damaged strut before implanting the stent. There were no patient complications reported.